Event description:
Pt underwent aortic valve replacement. Presented to e.r. 19 days later with shortness of breath, bilateral pleural effusion and c.h.f. Returned to surgery for re-do aortic valve replacement pre-op diag: status post-aortic valve replacement, two months ago now with severe aortic root regurgitation possibly secondary to mechanical prosthesis malfunction.